Manufacturer narrative:
The returned ground pads were examined and results indicate no evidence that the pad was connected to a cord set. An on-going investigation is in progress to test the vulcan oratek with a surefit ground pad. Results of this will be written to the customer and a supplemental will be filed.

Event description:
It was reported that "doctor using the volkin ablator (tested only with valley lab pads), on four different patient's. Each received a burn."